Event description:
It was reported that while performing ureteroscopy for lithotripsy and stone removal on a patient, dr. Of union hospital affiliated to huazhong university of science and technology encountered a kink in the 150nss35 guidewire, which hindered the procedure; therefore, replaced the guidewire during the surgery.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.